Manufacturer narrative:
Investigation: the disposable set was not available for return. The run data file (rdf) was investigated for the procedure. The device history file (dhf) was analyzed for this lot. There were no issues noted in the dhf that would have contributed to the elevated wbc count as experienced by the customer. Root cause: a definitive root cause could not be determined. The signals in the rdf indicate that the higher-than-expected wbc content in the platelet product is possibly a result of an escape of wbc from the lrs chamber during a portion of the procedure. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). The platelet collection set is not available for return because it was discarded by the customer.